Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the subject stent was received (apparently) loaded on the stent delivery wire (sdw) within the microcatheter. The introducer sheath was returned. The stent was located at the distal end of the microcatheter. The stent was able to be advanced by advancing the sdw, however it was not able to be retracted, indicating it was not loaded on the sdw. The stent was noted to be intact. The sdw was kinked bent at the distal end. The introducer sheath distal tip was kinked/bent. The introducer sheath had been cut. The functional inspection was unable to be preformed. The as reported event ' stent introducer sheath distal tip damaged' was confirmed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the subject stent was being used with a microcatheter. It was reported that 'after removal from spiral hoop the tip of the insertion sheath of the stent, was observed having a squeeze/kink. Trying to do flush back from the microcatheter hub without success. Product removed and another one (same upn) was used instead without problems'. Additional information was provided which states that 'upon not being able to insert the subject stent into the microcatheter , the insertion sheath tip was cut off and stent succeeded to be inserted. Due to uncertainty, the stent was removed from the microcatheter again and another one used instead'. The stent was returned for analysis inside the distal end of the microcatheter. The stent delivery wire (sdw) was also loaded inside the microcatheter. However, when the sdw was retracted, the stent did not move. Instead, the stent only moved when the sdw was advanced. This suggests that the stent was no longer loaded on the sdw and had deployed prematurely during use inside the distal lumen of the microcatheter. Once advanced and deployed out of the microcatheter, the stent was noted to be undamaged. The sdw was noted to be kinked/bent at the distal end. The introducer sheath distal tip was significantly kinked. It had also been intentionally cut approximately 8-9mm from the distal end. Based on the analysis findings and the event description, it appears that the distal tip of the introducer sheath was noted to be damaged after it had been removed from the dispenser hoop. It should be noted that, during the manufacturing process, the stent is loaded inside the introducer sheath through the distal tip opening. The distal section of the introducer sheath is then inspected for damage prior to being loaded inside the dispenser hoop. The dfu states that the device should be inspected prior to use, and that kinked or damaged components should not be used. The event description states that the tip of the sheath was noted to be damaged following its removal from the dispenser (transport) hoop. This device should not have been attempted to have been used. It appear that the stent was transferred into the device and advanced to the distal tip of the microcatheter. At this point it is unclear what difficulties were experienced, but the stent ended up being deployed prematurely inside the lumen of the microcatheter. An assignable cause of user error has been assigned to the reported event "stent introducer sheath distal tip damaged" and the analysed event "stent introducer sheath distal tip damaged", "stent introducer sheath damaged", "stent deployed prematurely during use", "sdw kinked/bent" as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications. However, it was not used in accordance with the dfu, there was an act or omission of an act during preparation and set-up that resulted in a different medical product response than intended by the manufacturer and/or expected by the user.

Event description:
The subject stent was returned for analysis and it was discovered that the subject stent was prematurely deployed within the catheter shaft during use. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.